Event description:
It was reported that critical alarm occurred for a motor stall. Normal battery depletion was also reported. An explant was required as a result of the event. The patient¿s pump started alarming sometime in january. The patient was seen at the health care provider¿s (hcp) office and it was noted a motor stall had occurred and had not recovered. The elective replacement indicator (eri) was noted for 32 months so the pump motor had stopped without a warning. The patient was alive with no injury at the time of the report. The patient underwent withdrawal symptoms before the replacement could be scheduled. The patient was receiving less than 50% therapy relief. The location of the issue was specified to be at the device pocket. Diagnostic testing and/or troubleshooting were going to be performed in the future. The pump was infusing morphine. Additional information received reported the pump stalled back in (B)(6) and did not recover. The patient did not undergo any magnetic resonance images (MRI's) to cause the motor stall. It was stalled >24 hours and did receive the tube set message after the stall. There were no more motor stalls noted and it did not restart. The patient was receiving therapy. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available as the time of this report. A follow up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Upon device return, analysis of the pump found anomalies with the motor. The gear train had issues with corrosion and/or wear and/or lubrication. It was also found that the motor stall was due to gear wheel 3. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.